Manufacturer narrative:
This report is being filed on an international product, list number 04w56, that has a similar product distributed in the us, list number 06p04. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed increased reactivity with the alinity s anti-hcv ii assay, lot 30719be00. The customer started using the lot on (B)(6) 2022. Samples that were repeatedly reactive were sent to a reference laboratory where some of the samples tested nonreactive. No specific individual patient data was provided. No adverse impact to donor or patient management was reported.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. A customer data review for alinity s anti-hcv ii, lot 30719be00 was performed. The analysis included initial reactive rates (irr), repeat reactive rates (rrr) and specificity (assuming zero prevalence) at plasma lab, s.r.o. (Pl-sro), across whole blood (wb) peer sites and all ous customer sites. Aggregated performance of the lot in question across all ous customer sites (regardless of peer group) and selected wb peer sites is within product requirements and comparable to the performance of other lots of the same assay evaluated in the comparison. Further, the reactive rates and specificity of lot 30719be00 at pl-sro are within product requirements. Based on the investigation, no malfunction for lot number 30719be00 was identified. The device met performance specifications and performed as intended at the customer site as the obtained reactive rates and specificity were within product requirements.